Event description:
The user failed a proficiency survey for hepatitis b surface antigen and hepatitis b surface antigen confirmatory testing. Of the data provided, the result for the hepatitis b surface antigen confirmatory testing was discrepant. The initial result was 80.96 (positive); however the correct result according to the proficiency manufacturer was non-reactive. No unit of measure was provided. No patients were affected due to the event. The issue was with proficiency material only. The lot number of the hepatitis b surface antigen confirmatory reagent was not provided. The field service representative determined there was a bad sipper and bad pinch tubing. He replaced the sipper and the tubing. To verify the analyzer operation, he ran precision testing with results within specifications. The user ran quality control with results within specifications.